Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified proximal left anterior descending artery. A 2.0 x 12 trek balloon was inflated once to 8 atmospheres, and the balloon ruptured during the second inflation at 6 atmospheres. The procedure was successfully completed with a non-abbott balloon. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.